Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump when they try to prime. Customer stated that sometimes when they try to bolus, the no delivery alarm will occur automatically. Customer changed their site and reservoir twice. Troubleshooting was performed and the customer stated that the insulin did exit the tubing. Customer stated that they received drops at the end of the tubing when they tried with a new set and reservoir. Customer reported that the pump alarmed during manual prime. After changing the set completely, the customer was still receiving excessive no delivery alarms. The insulin pump will need to be replaced due to the excessive no delivery alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.